Manufacturer narrative:
Investigation: one sealed 30g x 5mm asd pen needle sample and three photos were returned from lot. No. 6224994, cat. No. 329705. Visual examination of the returned sample was carried out and it was observed that there was a hair between the teardrop label and the cover. Visual examination of the returned sample was carried out and it was observed that there was a hair between the teardrop label and the cover. A DHR review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Following a review of the garbing controls in place the hair was determined to come off an associate¿s coat. (B)(4) is the procedure required to be followed for spn2 line. The following controls are in place to ensure general hygiene and current good manufacturing practices (cgmp) to be adhered to by bd associates and visitors within the facility. Mop-hats shall be worn so as to cover all protruding hair. To prevent hair shedding, hats shall be applied before protective coats. These are required in primary and secondary areas. Beard covers shall be used to cover beards or an unshaven face. To prevent shedding, they shall be applied before protective coats. These are required in primary and secondary areas. A review of the current gowning procedure was undertaken by operations. The area remains in compliance with the procedure and all work practices associated with this process are carried out to the highest standard required for this area.

Manufacturer narrative:
Flks received (1) bd 5mm, 31g autoshield duo sample. Ftir analysis was carried out on the dark strand of material returned with the sample.a small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of hair. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Sample will be forwarded to manufacturing (B)(4) on 15sep2017. When an additional investigation is completed, a supplemental will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(6). (B)(4).

Event description:
It was reported that foreign matter (a hair) was found around a bd autoshield¿ duo safety pen needle 30g x 5mm needle before use. There was no report of serious injury or medical intervention.